Event description:
It was reported that a tandem mobi cartridge alarm occurred, causing a malfunction. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the caller to remove the cartridge and attempt a bolus, which completed successfully. However, the original cartridge could not be reloaded, and a new cartridge also triggered an alarm. The customer was assisted in preparing for backup insulin delivery using a different pump, and a replacement pump with updated software was sent. Instructions were given for returning the faulty pump, and the customer acknowledged understanding the procedures required to program and connect their new device.